Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices manufactured by arjo hospital equipment (B)(4) will be reported by us, the legal manufacturer, arjo hospital equipment (B)(4) on behalf of our sales and distribution company in the USA, arjo inc, (B)(4). Additional info will be provided upon conclusion of the manufacturer's investigation.

Event description:
As stated by the customer at (B)(6) 2010: "cna was giving resident a tub bath with the use of a lift setup with loop sling and two hook spreader bar. Resident was in lift during a tub bath. She was lifted up over the tub and rinsed off with shower hose. When moved from over tub in order to dry resident one of the loops on the mesh sling supporting resident's right leg came loose from spreader bar hook. Resident slipped out of sling and fell to floor and legs of lift." (B)(4).